Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable root cause is damage on the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1/address 1: (B)(6) hospital.

Event description:
It was reported that the gastrointestinal videoscope had an image blur. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the previously submitted report. Corrected fields: d8, h3, h6 (addition of medical device problem code and component code). Should additional relevant information become available, a supplemental report will be submitted.